Manufacturer narrative:
(B)(4). (B)(4). Report source, foreign ¿ event occurred in (B)(6). Complaint sample was evaluated and the reported event was confirmed. The presence of dark grey residue on the female taper surface on the taper adaptor suggests that a fretting or galling process may have occurred at the taper interface due to higher than expected stresses. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-00149, 3002806535-2017-00150. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the patient, a left hip revision procedure occurred approximately five years post-implantation due to pain. Attempts have been made and additional information on the reported event is unavailable at this time.